Manufacturer narrative:
Off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens with diopter -8.5 into the patient's left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to low vault and in a separate surgery that day a longer length lens was implanted. This resolved the problem. Additional information stated "corneal astigmatism -3.00 corrected with lri during initial surgery." The reporter did not give a cause for this event.